Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Howevrer, on the fifth inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.